Event description:
The cardiologist attempted closure with a prostar plus 10 fr pvs device. The procedure went as expected until the device was removed and it was noted that the j-tip was missing. The cariologist performed a contralateral groin stick with an 8 fr sheath and used a snare to retrieve the tip. The 2nd groin was the closed successfully with a prostar plus xl 8 fr pvs device. A second prostar plus 10 fr device was used for measurement to ensure that the entire tip had been retrieved. The pt did fine with the initial closure. The subject device has not yet been received by the MFR and was not available for evaluation. Review of mfg records for the lot number provided revealed no relevant deviations.